Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the scope was blurred, had a dim vision, had cracks on lens, and appeared broken or shaved off.

Manufacturer narrative:
"This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure ¿[blurred dimmed vision, crack on lens, tip appears broken]¿ was confirmed. The failure mode will be monitored for future reoccurrence. According to henke: visual inspection: scope was evaluated by eye and with eye loupe to determine the scope has melted distal tip, fiber damage and piece missing from outer tube. Functional inspection: the distal tip fiber damage is severe enough to allow moisture into the scope when sterilized. Actual failure mode(s): fiber, outer tube. Based on previous complaints, a possible root cause for this failure is: damaged distal tip fiber, outer tube damage occurred during use / handing by the customer.

Event description:
It was reported that the scope was blurred, had a dim vision, had cracks on lens, and appeared broken or shaved off.